Event description:
Family member reported that pt has been hospitalized with diabetic ketoacidosis with evelated blood glucose levels. White cell count not elevated. Hospital believes the pump is the cause.